Event description:
It was reported that this right atrial (ra) lead exhibited lead body damage. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead body damage allegation (difficulty in advancing the stylet) was confirmed. Stylet insertion difficulty was due to deformed coils from the terminal pins. Polyurethane tubing at the location was slightly bruised. The deformed coils likely the result of handling damage.

Manufacturer narrative:
The lead body damage allegation (difficulty in advancing the stylet) was confirmed. Stylet insertion difficulty was due to deformed coils from the terminal pins. Polyurethane tubing at the location was slightly bruised. The deformed coils likely the result of handling damage.

Event description:
It was reported that this right atrial (ra) lead exhibited lead body damage. This lead was explanted. No additional adverse patient effects were reported.